Event description:
A hospital in (B)(6) reported that three rt235 breathing circuits would "not pass a pre-use leak test on a model servo I ventilator". The hospital further reported that the leak was apparently at the "swivel at the patient y." This was found before patient use.

Manufacturer narrative:
Device to be returned for evaluation. Size and serial number of the device were not provided; therefore, the smallest size was used. This will be corrected once the device has been received for evaluation. DHR cannot be done until the s/n is known. Device will be dismantled after evaluation for the serial number to complete the DHR review. This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. Device not returned.

Manufacturer narrative:
Evaluation was completed and device was dismantled for the serial number. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter sent with DHR review and evaluation summary. Heavy calcification is detected in the free margins of all three leaflets, and in the cusp area of leaflets 2 and 3. Calcification is moderate in the cusp area of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4-5mm. Heavy host tissue overgrowth encroached onto leaflet 2 at the outflow and into the orifice by 6mm. Host tissue is minimal at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrates calcification. (Model# 3000)

Event description:
Reportedly, the device was explanted after an implant duration of 57.27 months due to unknown reasons. The device was originally implanted in a (B)(6) female patient on (B)(6) 2005. On or about (B)(6) 2010, the valve was explanted by dr (B)(6) following the determination that the hemodynamic performance of the valve had been compromised, and that a re-operation to replace the aortic valve prosthesis was required to correct the patient's aortic valve function/hemodynamics.